Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) that one (1) sleeve of media was missing the product label. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 4010632 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include sleeve attribute testing prior to release to ensure that they conform to typical levels. All sleeve attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 4010632 for this defect. Retention samples from batch 4010632 were not available for inspection. No photos or return samples were provided for this investigation. This complaint cannot be confirmed. No complaint trend for this defect has been identified; no actions are indicated at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported prior to using bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) that one (1) sleeve of media was missing the product label. There was no health impact or consequence reported.